Manufacturer narrative:
Date of event: exact date unknown, event occurred few years back the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to increased charge burden. The patient was doing well postoperatively and the explanted ipg will not be returned.